Event description:
The event is reported as: complaint alleges: a pt who had the isis et tube already placed experienced the adapter piece snapping off the tube; rendering the suction port useless. The pt was in their ICU. At that point staff taped the tube to cover the opening. The pt expired and they saved the tube to be sent in for inspection. This is the second time this has happened at this facility.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.